Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that prior to opening the package, it was noted that the biopsy probe had punctured through the plastic tray and the sterility was compromised. The device was not used on the patient.